Manufacturer narrative:
Should additional reportable information become available for the reportable event, a supplemental regulatory report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 9 years and 2 months following the implant of this 29 millimeter transcatheter bioprosthetic valve moderate aortic insufficiency and severe stenosis was identified. As result, a valve-in-valve revision occurred. A 29mm medtronic transcatheter bioprosthetic valve was implanted within the existing transcatheter valve. No additional adverse patient effects were reported.